Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose value was 160 mg/dl. Replacement cable and adapter was sent to customer. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.